Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that boot up issue occurred intermittently. Review of system log file confirmed flexvision pc malfunction. The fse found defect in flexvision pc. The philips engineer replaced flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot up successfully. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order.